Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips from lot # 9bpef06b and contour next control solution. An in-house testing was performed using the returned meter and returned strips with blood. Additionally, testing was performed using returned meter with returned strips and control solution. All readings obtained during in-house testing were within acceptable ranges.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a difference of 30 mg/dl between the blood glucose readings obtained on the contour next one meter and a different meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.